Event description:
Information received from the field does not address the patient's clinical status but notes high atrial impedance. The pocket was opened and the atrial lead was disconnected and connected back to the pulse generator. Impedance of >2500 ohms was again noted, so the physician elected to replace the pulse generator. With the new generator, lead impedance measured at about 500 ohms.